Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant the left ventricular lead dislodged and diaphragmatic stimulation was noted. The lead was explanted and replaced successfully. Patient was stable after the procedure.